Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer mistakenly delivered an 18.2 unit bolus. When requesting the bolus, the customer intended to enter a blood glucose (bg) value of 105 and 40 grams of carbohydrates. Review of pump data revealed that the customer had mistakenly entered 140 grams of carbohydrates. Customer reported that carbohydrates would be consumed to prevent bg level from going low. Follow up with customer next day, customer reported drinking two sodas, two packets of glucose gel packets, and some small carbohydrates to prevent bg level from going low. Reportedly, customer's bg level remained over 100 mg/dl.